Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, staple failure. The staples were retained. At the time of stapling the equipment failed, where it can be observed in the equipment that follows, several staples were retained in the equipment. The equipment must be replaced. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55358 the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received void of staples, with the washer not fully cut and with the knife recessed below the reload deck. The knife was manually advanced and it was noted to be damaged. In addition, with one staple partially form, stuck on the cartridge deck. This condition is consistent with the device being partially activated, or and obstruction between the knife and the washer that would not allow the knife cut all the way through. As a result of the partial firing the lockout was engaged when the device was reopened. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.